Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had outer cover attachment issues. The following information was provided by the initial reporter : the patient reported the outer cover did not fit the pen needle properly to remove it from the pen.

Manufacturer narrative:
D10: returned to manufacturer on: 2021-12-08. H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. An attachment of the pen needle sample to the pen was carried out and a loose hub in cover was observed. No DHR review can be carried out as lot number is unknown. The most likely cause of this issue is due to misalignment between the hub and the cover.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had outer cover attachment issues. The following information was provided by the initial reporter : the patient reported the outer cover did not fit the pen needle properly to remove it from the pen.